Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 33 mg/dl due to treating high blood glucose of 500 mg/dl. Customer treated low blood glucose with food. Customer also reported that her thyroid condition also affects her blood glucose readings. Customer reported that adjustment to settings were being made.